Manufacturer narrative:
The account replaced the external buzzer to repair the bed.

Event description:
The account alleged that there is no audible alarm for the patient positioning monitor (ppm) at the bed. No injuries.